Manufacturer narrative:
(B)(4). This rv lead is not expected to be returned as it is with the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) exhibited loss of capture (loc) with asystole of two seconds. There were no pauses greater than three seconds as reported. Subsequently, the lead was found dislodged. The lead was successfully explanted and replaced. Patient was given antibiotics and the patient's follow up visit was increased. No additional adverse patient effects were reported. This rv lead is no longer in service.